Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of this patient's new cardiac resynchronization therapy defibrillator (crt-d), the shock impedance measurements were greater than 200 ohms with this right ventricular (rv) defibrillation lead. The connections were checked and retested, but the shock impedance remained greater than 200 ohms. The physician reprogrammed the device to a different shocking vector with normal measurements. The lead remains in service. No adverse patient effects were reported.